Manufacturer narrative:
FDA notified: the initial reporter also notified the FDA via medwatch # mw5087003. Reporter: the customer's address is unknown:  (B)(6), USA has been used as a default. Investigation summary: no samples or photos were provided by the customer for investigation. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of package seal integrity poor / questionable for lot #9056902 item #302830. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process.

Event description:
It was reported that sterile breach occurred before use with a bd 20ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "syringe packaging not sealed. Therefore syringes not sterile. Forced to waste IV products prepared due to lack of sterility. Only two strips of syringes noted to have this issue. Other syringes in box appeared sealed. Abnormal packaging (black strip) noted."